Event description:
Complainant alleged that during biomed testing the device's pacer spikes are present on display, however there is no current measure on the analyzer. Complainant indicated that there was no patient involvement in the reported malfunction.